Event description:
It was reported that the patient's pacemaker exhibited noise. No intervention or patient condition was reported.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-64644, the issue was reported with the correct model and serial number in 2017865-2024-66201.